Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 , the black sheath on the cutting tool buckled to a 90 degree angle. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint#: trackwise#: (B)(4). Autonumber#: (B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The hp2 was returned inside the cannula. Sign of blood were observed on the cannula and harvesting tool device. The c-ring was observed to be completely intact with no observed failures. Tissue and char were observed on the heating element. The shaft was bent below the pivot point approximately two inches below the base of the jaws. We were unable to view the jaws due to the bent shaft. No other defects were observed on the harvesting tool device. Based on the results of the evaluation, the complaint for the reported failure "material twisted/bent; shaft" was confirmed. The DHR for the hp2 subassembly was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 , the black sheath on the cutting tool buckled to a 90 degree angle. A replacement device was used to complete the procedure. The hospital did not report any patient effects.